Manufacturer narrative:
Complaint has been confirmed. One unpackaged, ar-623-36 / batch: 37622002, tibial impactor, was received for investigation. Visual evaluation found that the tibial impactor's head was cracked. Additionally, the strike cap appears heavily used with dents and marks. Functional testing could not be performed due to the damage of the device. The most likely cause is attributed to misuse due to excessive user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/25/2024, it was reported by a sales representative via sems-06523645 that an ar-623-36 ibalance tka, tibial impactor and an ar-623-t812 ibalance tka, tibial bearing trial size 8 broke during use with no further information provided. This was discovered during a procedure, with no reported patient harm. Additional information was requested.